Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e sbf3614c103e, serial/lot #: (B)(6), ubd: 14-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 53mm aaa. It was noted that the diameter of the aorta at the renal artery was 30mm, the length of the proximal neck was 49mm, the degree of angulation was 10 degrees and there was mild vessel tortuosity. It was reported that during the index procedure the procedure went well from start to finish with no complications. During the final angiogram an endoleak was observed. It was obsered that the limb on the left side was deployed behind the gate leading to a type iiia endoleak. The physician assumed that the gate had been cannulated by spinning the pigtail catheter at the proximal portion of the graft. The physician then accessed the left common iliac with a .014 wire along the side of the graft and got into the aaa sac. The gate was cannulated and confirmed via intravascular ultrasound. A new 16x16x156 endurant limb was inserted along side the existing stent graft from the gate to just above the hypogastric artery with no difficulty. An 11mmx79mm non-mdt (vbx) stent was used to provide more radial force with the left graft and dilated with a 14mm balloon. The final angiogram showed a good result with no endoleak. Per the physician the pigtail catheter must have been behind the graft while spinning to confirm gate cannulation. No additional sequelae were reported and the patients is fine.